Manufacturer narrative:
D6: device returned with no lot identification. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results; cartridge batch number, a-j44l9n bc-h40; cartridge position, abc-not loaded, casing position, abc-not loaded; casing position, midway; hook shroud condition, good; lockout slide position, unlocked; number of staples returned in cartridge, abc-none; retaining pin position, forward; safety position, unlocked and trigger position, closed. Analysis conclusion: based on the info received and the visual results, no conclusion could be reached as to what may have caused the reported incident. The batch history records were investigated for the instrument and cartridge batch numbers. There were no anomalies noted for missing staples during mfg. It should be noted that a 100% visual inspection takes place during mfg to ensure that all staples are present prior to shipment. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device was fired on the inferior pulmonary vein, which subsequently bled profusely. On exam of the anatomy, no staples were found. Two add'l reloads are being sent with the device. The two reloads were reported as working correctly. Affiliate stated that add'l info is coming for this inquiry.